Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and had critical pump error with open book image after getting exposed to moisture. Customer was standing in the lake. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. The customer was standing in the water -lake. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a keypad overlay texture damage, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest software download was utilized and successful. The thus history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to generate power management, verify unexpected battery power loss and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Powered the insulin pump on using the aa 1.5 volts battery and continue bootloader traces download using xtest faulty connector radio frequency board, crest and thus. Bootloader traces using xtest faulty connector radio frequency board, crest and thus was successful. Per r&d engineering, critical pump error (open book image) alarm due to faulty connector radio frequency board test failure in the bootloader traces (code 0x00000045), problem isolated in the electronic assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the force sensor and electronic assembly. No corrosion or moisture damage on the motor and vibrator assembly noted. Failure analysis summary: unable to verify unexpected battery power loss or replace battery alert/replace battery now alarm due to critical pump error (open book image) alarm. Per r&d engineering, critical pump error (open book image) alarm due to rf test failure in the bootloader traces (code 0x00000045), problem isolated in the electronic assembly. Corrosion was found on the force sensor and electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.